Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was admitted to the hospital after having a pericardial effusion due to a perforation during the implant procedure. Drainage and blood transfusion was required. The patient was in atrial fibrillation during her stay and a cardioversion was performed. It is unknown if the event is related to the procedure or the lv lead. The issue was resolved without sequelae.